Manufacturer narrative:
H3/h6: one pump was returned for analysis in used condition. Visual inspection showed the pump had a bubbled downstream occlusion (dso) seal and a worn upstream occlusion (uso) seal. Review of the event history log was not applicable. Functional testing was able to duplicate the customer's reported problem. The cause of the reported issue was determined to be a contaminated dso sensor. The dso sensor was replaced, along with the dso seal and uso seal.

Manufacturer narrative:
Date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a cassette not attached error. The product fault occurred during testing. There was no customer damage reported, the device issue was not related to physical damage/abuse, and there was no delay in therapy. There was no patient involvement and no patient harm/adverse event reported.